Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and high threshold values were observed on the atrial and left ventricular (lv) leads. Clavicle crush damage was suspected. During the replacement procedure, the lv could not be unscrewed from the device so the lv lead was cut and capped and the device was explanted. The atrial lead was also capped. The device and leads were replaced and the event resolved with no adverse consequences to the patient. Related manufacturer reference number: 2017865-2018-00378, 2017865-2018-00379.

Event description:
During follow-up, noise and high threshold values were observed on the atrial and ventricular leads. Clavicle crush damage was suspected. During the replacement procedure, the ventricular could not be unscrewed from the device so the lead was cut and capped and the device was explanted. The atrial lead was also capped. The device and leads were replaced and the event resolved with no adverse consequences to the patient.